Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Evaluation of the device could not confirm the complaint of the bearing dislocating. There are signs of impingement and wear on the front of the bearing, which was most likely caused by the anterior bone not being removed enough.

Manufacturer narrative:
(B)(4). Biomet previously reported the event on this manufacturer report number (1825034-2015-03050). Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported that the patient underwent a right partial knee arthroplasty on (B)(6) 2013. Subsequently, the patient was revised on (B)(6) 2015 due to dislocation. The tibial bearing was removed and replaced. Additional information received by the FDA includes information provided by the user facility. The user facility indicated that the patient's knee became unstable and the revision procedure was performed to replace the tibial bearing to a thicker sized bearing (6mm to 9mm).

Event description:
It was reported that the patient underwent a right partial knee arthroplasty on (B)(6) 2013. Subsequently, the patient was revised on (B)(6) 2015 due to dislocation. The tibial bearing was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions."

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.